Event description:
It was reported a revision right tka was performed due to infection and abscess. I&d right leg abscess and I&d right knee joint plus liner exchange.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. [(B)(4)].